Manufacturer narrative:
The conclusions are as follows: the patient files led to the following observations: - there were three sessions of interrogation. - there was no aborted bluetooth communication. - as per specifications, bluetooth communication was stopped when there is no activity on the programmer. - no issue was detected with the bluetooth.

Event description:
Reportedly, after answering "no" in order to not force the implantation confirmation, the query button or bluetooth was not working. There was no connection to the device whatsoever; the 20-minute implantation detection is always too late here due to the rapid implantation process, and the doctor wants to have the measurements via bluetooth even while suturing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after answering "no" in order to not force the implantation confirmation, the query button or bluetooth was not working. There was no connection to the device whatsoever; the 20-minute implantation detection is always too late here due to the rapid implantation process, and the doctor wants to have the measurements via bluetooth even while suturing.